Event description:
Pt was attending a function in an air-conditioned, no-smoking facility. While he was talking to someone when he heard a burst and saw flames shooting out of the top of the cylinder where the regulator connected. Pt attempted to put the fire out. He burned his finger (blistered) and was shook up. No hospitalization was necessary.